Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. The share data log was reviewed and no overheating was observed in the cloud data within the investigation window. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).